Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there is underfill of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer for investigation. The photo shows a tube laying on its side with no specimen in it. It does not show the failure mode of underfill. Therefore, 60 retention tubes from bd inventory were visually inspected with the stopper correctly placed on the tubes. A draw test was performed at the manufacturing site on the 10 retention tubes, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there is underfill of an unspecified number of tubes. No patient impact reported.